Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to charge the ipg and the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported observation of generator unavailable was confirmed. The root cause of the observation was due to the patient not maintaining the device¿s battery state of charge. This was concluded based on the diagnostic logs as received. The device was charged 6 times while implanted with an average start charge voltage that equated to a 14% state of charge (soc) remaining. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was replaced to address the issue. Therapy was restored post-operatively.